Manufacturer narrative:
There was poor vacuum at wash wells. The vacuum diaphragm was repaired. Investigations are still on going.

Event description:
On (B)(6) 2019, the customer reported six erroneous ptt results had been produced and released. Qc results were within range before and after the erroneous results were produced. The customer later indicated (questionnaire dated (B)(6) 2019) that there were five patients involved, and stated that there were no life-threatening or permanent effects on the patients. At least one of the patients did receive heparin therapy based on the erroneous results.

Manufacturer narrative:
The field support engineer reseated the vacuum diaphragm due to a reduced vacuum measured at wash wells; it was not replaced. The fse then verified the valcor pump volume and remapped the needles to the wash wells, shuttle, and measurement plate. The dump files were analyzed and the following were determined: - qc was in range before and after the sample, therefore the reduced vacuum was not detected. - no alarm or alarm codes were produced. - no issue with sample detection or reagent detection was discovered. - it is not possible to detect the reduced vacuum in the dump files. The preliminary root cause has since been ruled out. If the root cause had been a failed diaphragm, it is very likely that the qc would have been affected and the erroneous results would have been more widespread. The engineer did inspect the pump diaphragm which was partially unseated but not damaged. The intermittent issue, where 5 patients experienced erroneous ptt results at different times in the same day, and not within the same run, is more consistent with a partially unseated diaphragm. Based upon the investigation, a true root cause could not be definitively determined. Stago has concluded its investigation into this matter and considers it as confirmed and isolated, with no further action.